Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the device had high purge pressure alarms. Troubleshooting was performed by the team by replacing the personal computer (pc) but the purge pressures were not resolved. The team decided to explant the pump prematurely. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs showed the purge pressure gradually increased from the beginning of support until the "purge pressure high" alarm triggered after about 5 hours. The motor current remained pulsatile. The impella was returned with two purge cassettes. A catheter kink was found next to the kink protector of the red pump handle. The catheter was stripped, and considerable kinking was observed on the purge lumen (along with the motor and optical cables). Therefore, the root cause of the high purge pressure was a kinked purge lumen. This report is being filed as part of a retrospective review of historical records.